Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/7 of automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unknown reason. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
Contacted regarding a system error 2240 message taht appeared on the display of the home patient's homechoice machine during dewell 4/7 of their automated peritorneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply in the homechoice set during therapy for an unknown reason. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/7 of their automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unknown reason. Service center assisted the home patient in ending the therapy early, no patient injury or medical intervention was indicated at the time of the initial report.